Event description:
It was reported that a patient underwent a cardiac procedure with a thermocool smarttouch for which biosense webster¿s product analysis lab (pal) identified a hole on the surface of the pebax. Initially, it was reported that an excessive temperature warning was observed and changing the cable did not resolve the issue. When the catheter was replaced, the issue was resolved, and the procedure was successfully completed. There was no patient consequence. The temperature issue was assessed as non MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Pal received the device and per the evaluation completion on 04-sep-2024, a hole on the surface with reddish material inside the pebax was observed. This was assessed as MDR reportable with an awareness date of 04-sep-2024.

Manufacturer narrative:
The device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection, irrigation, temperature and impedance test of the returned device were performed following j&j procedures. Visual analysis revealed that a hole on the surface with reddish material inside the pebax was observed. The temperature and impedance test were performed, and the device was found working correctly. No temperature or impedance issues were observed. An irrigation test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. A manufacturing record evaluation was performed for the finished device number lot 31225749m and no internal action related to the complaint was found during the review. The foreign material inside the pebax could be related to the temperature issue reported by the customer; therefore, the complaint was confirmed. The potential cause of the pebax damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The instructions for use contain the following recommendations: the instruction for use (IFU) contains the following warnings and precautions: before initiating the application of rf energy, a decrease in electrode temperature confirms the onset of saline irrigation of the ablation electrode. The temperature from the electrode during the application of rf energy ensures that the irrigation flow rate is being monitored/maintained. Monitor the catheter tip temperature throughout the procedure to ensure adequate irrigation. If the temperature increases to 50°c during rf application, power delivery should be interrupted. Recheck the irrigation system prior to restarting the rf application. In relation to the pebax's damage, the instructions for use contain the following recommendations: do not use excessive force to advance or withdraw the catheter when resistance is encountered. Do not scrub or twist the tip electrode as damage to the tip electrode bond may occur and loosen the tip electrode, or damage may also occur to the contact force sensor and affect measurement accuracy. Prior to reinsertion, flush the tip to ensure that the irrigation holes are not plugged contraindicated. Do not use this catheter with a long sheath or short introducer < 8.5 f in order to avoid damage to the catheter shaft. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number:(B)(4).